Manufacturer narrative:
MDR 8021545-2024-00269 - device 4 of 5.

Event description:
Unomedical reference number (B)(4) event occurred in germany on (B)(6) 2024, it was reported that five infusion sets were not adhering. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.